Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # p9497n. Concomitant medical products: generator & disposable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the check the tests shows that the device has cracked housing. No further information available.